Manufacturer narrative:
The product was not returned for eval. We are unable to confirm the reported kinked cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.

Event description:
The customer reported her blood glucose reached in the 300's (mg/dl) less than 24 hours after the pod was activated. She stated the cannula looked kinked. She did not provide any further info to the event.